Event description:
A us distributor returned a monitor and reported monitor delivered a pulse.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to deliver pulses) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the c19 capacitor had a broken solder joint on defibrillator board and l2 was broken off the pca board. The root cause for the defective c19 capacitor and l2 component could not be positively identified. No adverse event resulted from the damaged monitor.